Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device was scissoring clips. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: the analysis results confirmed that the jaws had become misaligned causing nine class iii scissored clips and making the instrument non-functional. Each device is visually inspected and functionally tested prior to shipment and damage of this magnitude would have been detected during this inspection and testing. We have documented the circumstances as they were reported to us. Complaint information is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process. Jaw misaligned, malformed clip.